Event description:
The physician reported that prior to implantation of the subject pacemaker, there was the sensation of rattling by internal components of the device.

Event description:
The physician reported that prior to implantation of the subject pacemaker, there was the sensation of rattling by internal components of the device.